Event description:
Received info that during a routine implant procedure, it was noted that delivery of this lead was tight. Once the lead was on the heart, it tore the ventricular wall, causing effusion. The lead was ultimately removed. No further observations were noted. Additional info was received: called to report issues with epicardial lead implant today. Rep states that md was using trocar and epi lead got stuck. Initially had 12 mmm and then went up to 15 mm and still had issues as there was not enough room inside lumen to press the black dots that release the lead. Rep asking if we have recommendation on size of trocar that is needed. Explained that note we have in database on implant indicates 15 mm, but that was for tyco system. Not sure if there is some variance in systems. Asked if lead was able to be implanted and was. Asked if pt is ok and rep states that there was tear in ventricle due to manipulation of lead that needed to be repaired, however pt is doing ok.

Manufacturer narrative:
The returned product was analyzed for insulation integrity, dc resistance and dimensional requirements. Results demonstrated that device met specification for all evaluations with the exception of insulation integrity and helix height. Insulation integrity and helix height failures were attributed to device damage. The cause of the damage is unk. All traceability and process controls were reviewed and evidence indicated that this device met all specifications prior to leaving greatbatch medical. It cannot be determined whether the event was related to device performance, pt condition, or surgical technique.